Manufacturer narrative:
Track support strut.

Event description:
It was reported by service report that the track support strut is broken, the track belt is torn, and the bolt is missing on the wheel assembly. No pt involvement or adverse consequences are reported.